Event description:
This is 3 of 9 reports for (B)(4).

Event description:
Patient was implanted with matrix system at levels l5-s1 due to degenerative disc disease on (B)(6) 2012. Post-operatively, on an unknown date, patient developed deterioration and a lingering infection, which would not heal, at implant site. Patient returned to the o.r. On (B)(6) 2013 for removal of hardware. Surgeon removed all hardware except for one trans interbody opal spacer which still remains in patient at levels l5-s1. The surgeon remarked that area looked good upon removal of parts. Patient was treated with antibiotic beads orally for the infection. The removal procedure was completed successfully. This is 3 of 9 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Based on the description, the sales consultant submitted this complaint due to a patient infection resulting in a revision surgery. The drawings for all the implants require implant grade material and acceptable finishing processes. The surgeon removed the posterior construct successfully. A product development evaluation can not determine the root cause of the patient infection. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. Patient weight was reported as (B)(6). Additional product codes: mnh, mni, kwq, kwp.